Event description:
Distributor reported that user received a cartridge alarm, known as alarm 20, verified in pump history during loading. There was no reported impact to the customer's blood glucose level. Customer loaded a second cartridge following proper technique, but alarm recurred, leading to pump replacement under warranty. Customer was informed about the replacement, and tandem technical support confirmed shipping details and provided instructions for returning the problematic pump, although customer declined to share backup therapy information.